Manufacturer narrative:
Product ID 37612, serial# (B)(4), implanted: (B)(6) 2013. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that troubleshooting was performed with the patient and technical services. It was determined that the high settings, length of time the ins had been implanted for, and recharge intervals all lined up to the curve of depletion. It was determined that the patient tires charging the ins while driving and when she turns the wheel, the antenna comes off the center of the ins. The patient was also holding the recharger above the header block and not in the middle of the ins.

Manufacturer narrative:
G5: please note that this device was used in an off-label manner as it was implanted for depression. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Related regulatory report to this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient noticed a quick drop in charge for both ins's, although it seemed the left ins dropped a little faster. It was noted that the patient's ins amplitude was increased in (B)(6) 2019. Additionally it was noted the patient woke up and their ins was off due to depletion. There were high impedances on both ins's, although this has always been the case and the patient's therapy has been okay. On the left ins, c-3 had 2,477 ohms and averaged 6 coupling bars for their charge. On the right ins, c-0 was at 8,703 ohms, c-2 was at 7,747 ohms, and c-3 was at 8,535 ohms. The bipolar ranged from 6000 to 7000 ohms except for 2-3 which was at 2,781 ohms and 1-2 which was at 2,729 ohms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37612, serial# (B)(4), implanted: (B)(6) 2013. Product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep stating the left ins was within normal limit but had 4-6 coupling bars. The data for the right ins was more conflicting in that the insr showed that there was no recharge for 4 days but the rep's tablet showed the patient had a full recharge one of the four days. There was not enough information to determine if the right ins was depleting normally or abnormally. The rep discovered that the pocket adaptor was not near the ins and the patient might be holding the antenna over the adaptor and not the ins. No further complications were reported/anticipated.